Event description:
It was reported that caller experienced occlusion alarm and had multiple occlusions on pump over previous six months, although specific alarm details could not be confirmed in pump history and no prior reports had been made directly to technical support. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined meetings with representative, temporarily returned to previous pump, and indicated intention to contact representative after returning from camping, and no additional information was available regarding further actions or final outcome.